Event description:
Draeger medical systems, inc. Has received information from our local office of a possible product problem involving our universal bed mount device. A customer has reported that during the transport of a patient from or to ICU the universal bed mount that was attached to a patient's bed fell apart. It was also indicated that a draeger patient monitor that was connected to the bed mount fell to the floor and was damaged. No injury was reported.